Event description:
It was reported a cardiac perforation. The procedure was cancelled. During a watchman left atrial appendage closure (laac) procedure indicated for a case of atrial fibrillation, a versacross connect for laac kit was selected for use. The physician obtained right femoral venous access and the versacross rf wire was advanced to the superior vena cava (svc). The watchman trusteer access sheath (was) with versacross dilator was then advanced over wire. The wire was retracted into tip before dropping inferior onto the septum under transesophageal echocardiogram (tee) guidance. Tenting seen briefly on the superior/mid portion of septum and then visualization was lost. The was was advanced again to the svc to drop again to superior/mid portion then quickly low/posterior. Tee visualization was again lost due to operator difficulties. About ten to fifteen minutes after the initial drop, it was confirmed on fluoroscopy that the rf wire was beyond the septum in a lao view, but the wire was not seen in left atrium (la). Implanter advanced the wire deep and it curled around the whole silhouette of the heart suggesting that it may be in the pericardial space. At this point patient was stable and there was no effusion, implanter gave contrast and it confirmed they were in the pericardial space. Cardiac thoracic (CT) surgery was notified, and sheaths were not removed. No effusion developed and patient was still stable through to the operating room. A sternotomy was performed by the thoracic surgeon who also ligated the left atrial appendage. Thoracic surgeon was unable to find a visible hole in heart, so the implanter was unsure what actually happened. Perforation with wire confirmed on fluoroscopy butyes not confirmed during open heart surgery. Patient was out of surgery and recovering from open heart surgery. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.